Event description:
It was reported that an unknown critical alarm/audible two tone alarm was heard by the patient and their personal therapy manager (ptm) showed an 8286 error code indicating the pump was empty. The patient¿s pump hadn¿t gotten refilled. A refill was planned for (B)(6) 2014. It was unknown to the reporter if the patient had experienced any symptoms. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen and morphine. Further information including the reason for the missed refill, if the pump did successfully get refilled or what the patient¿s outcome was weren¿t provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information received reported the alarm was confirmed through telemetry. No troubleshooting, interventions or other actions were taken to mitigate or resolve the event. In terms of how the patient was now doing, it was indicated they had recovered without permanent impairment. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).